Event description:
It was reported that on september 6th during a selenia dimensions procedure the gantry was not stopping at 45 degree position. No injury reported. A field engineer was dispatched to the site and determined that the actuator switch required to be replaced. Once this was completed the system was working as intended. No other information is available.